Event description:
It was reported that the patient underwent a spinal procedure for spondylolisthesis at l3-s1 using posterior fixation. It was reported that one pedicle screw broke at left side s1. The revision surgery was performed approximately 11 months post op to revise the broken screw.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Evaluation of lateral view x-ray revealed segmental fusion at l4-s1; 6.5mm screws were seen throughout. Severe collapse noted through l5/s1 without anterior interbody support. Patient has kyphosis through l5/s1 and one s1 screw is broken and separated. Larger s1 screws and interbody device support may have prevented this problem. In addition, this part is not approved for use in the united states; however, a like device catalog # 75446550, was cleared in the united states.